Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2006. Nine incisional hernias were repaired with the mesh. The patient experienced pain for four years. In (B)(6) 2011, the patient went to the emergency room with severe pain and had an esophagogastroduodenoscopy (egd). The physician told the patient that the mesh had disintegrated and the patient had numerous staples floating in the abdomen. The physician had pulled out a staple and a tumor the size of a softball. The patient is being treated with vicodin for pain.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.